Event description:
In march 2006 the lay user/patient contacted lifescan alleging that the one touch ultra was reading inaccurately high. The medical affairs specialist spoke with the patient, via interpreter, in march 2006 to obtain/verify information. The patient was getting frustrated with additional questions so the information was limited. Approximately in march 2006 at 8pm, the patient got a "90mg/dl" on his meter, went in the shower, and then started to feel hypoglycemic (blurred vision, headache, strong heartbeat and shaking). The patient was unable/unwilling to report the specific times of these events. He called his son who advised him to call the emergency services and to drink 2 cups of milk. While waiting for the paramedics to arrive, he got panicky so he ate 2 candies, 2 chocolate bars and drank more milk but was unable/unwilling to report if he retested after eating. By the time the paramedics arrived (about an hour later), the patient has already felt better from eating. They tested his blood sugar, which was "195 or 198 mg/dl" so he did not receive any medical treatment from the paramedics. The patient was given the option to go to the hospital but he declined the offer. The patient is currently managing his diabetes with diet only. The customer care advocate verified that the meter was set to the correct unit of measure and the correct techniques were used for applying the blood and for cleaning the puncture site. The patient was unable/unwilling to report the condition of the test strips and if the meter was set to the correct code number. The patient did not have control solution to perform a control solution test. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient obtained a "90mg/dl" meter reading and at an unspecified time, the patient had symptoms consistent with being hypoglycemic. The patient sought medical attention for his symptoms; however, he was able to properly treat himself before the paramedics arrived.